Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using penumbra smart coils (smart coils). It was noted that the patient had a mildly tortuous anatomy and narrowing veins. During the procedure, while attempting to advance a smart coil through a non-penumbra microcatheter, the physician experienced resistance after advancing approximately ten centimeters of the smart coil into the microcatheter and the smart coil would not advance further; therefore, it was removed. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the proximal pet lock was intact. The pusher assembly was bent approximately 32.0 cm, 123.0 cm and 132.0 cm from the proximal end of the pusher. The embolization coil was intact with the pusher assembly. The embolization coil had offset coil winds on the proximal end. During functional testing, resistance was encountered while attempting to advance the smart coil through a demonstration microcatheter. The smart coil could not fully advance through the microcatheter without being further damaged. Conclusions: evaluation of the returned smart coil revealed an embolization coil with offset coil winds. If the device is forcefully advanced against resistance, damage such as offset coil winds may occur. Further evaluation revealed bends along the length of the device. Based on the return condition and the reported complaint, the bends are likely incidental to the complaint and may have occurred during packaging for return to penumbra. The non-penumbra microcatheter was not returned for evaluation; therefore, the root cause of the initial resistance was unable to be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.